Event description:
It was reported that during lumber fusion surgery the motor device "did not hold the drill bit." There were no delays to the planned surgical procedure as a spare identical motor device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.